Manufacturer narrative:
Exact date unknown, event occurred early last year.

Event description:
It was reported that the patient underwent a revision procedure wherein the ipg was replaced due to its lack of charge. The patient was doing well postoperatively. The explanted ipg will not be returned.